Event description:
A malfunction alarm was reported during the pumping process, identified as alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support in loading a new cartridge correctly, successfully resumed insulin therapy, and had not reported this issue previously with the same pump serial number.